Event description:
The customer contacted physio-control to report that their device had black material resembling soot on its exterior. Additionally, a charge-pak icon was observed on its readiness indicator. There was no patient use associated with the reported event. Physio-control performed an initial evaluation of the customer's device and observed that it was unable to power on.

Manufacturer narrative:
Through additional investigation, physio-control has determined that the non-rechargeable charge-pak that was installed in the device had likely vented due to an electrical short within the device itself which did not block fault currents from attempting to recharge the non-rechargeable charge-pak cells. If a condition such as an electrical short occurs within the circuit, the energy from the device¿s internal rechargeable hybrid layer capacitor (hlc) batteries can feed back into the non-rechargeable charge-pak cells causing it to vent into the device. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio also observed that the device would not power on. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had black material resembling soot on its exterior. Additionally, a charge-pak icon was observed on its readiness indicator. There was no patient use associated with the reported event. Physio-control performed an initial evaluation of the customer's device and observed that it was unable to power on.